Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported difficult cutting of the vitrectomy cutter during procedure. Aspiration continued when the cutter stopped cutting. There was no patient impact.

Manufacturer narrative:
The device was returned. The needle was bent and the port window in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle stopped just before reaching the cutting edge and therefore does not cut. The inner needle was blocking most of the port. However, it does continue to aspirate. It should be noted that a bent needle could contribute to poor cutting performance due to friction and binding between the inner and out needle assemblies. The cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary. No further investigation is needed at this time.